Event description:
Description of event according to the initial reporter: component separation. 2yr celiac component separation. On (B)(6) 2018: type iii endoleak between the branch and tevar repaired with gore ctag 40x150. On (B)(6) 2018: component separation repair. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.